Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response on up and down arrow due to moisture damage on keypad traces. No moisture damage found on electronic assembly or on motor. Insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube , cracked reservoir tube window, scratched case, cracked belt clip slot, and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm after his/her insulin pump got wet. The customer's blood glucose level was 130 mg/dl. The product was returned. Nothing further to report.